Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the battery run test on a cs300 intra-aortic balloon pump (iabp) failed. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) who encountered the issue replaced the batteries. The stm completed the pm and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the battery run test on a cs300 intra-aortic balloon pump (iabp) failed. There was no patient involvement and no adverse event was reported.